Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID: {d-evolutfx-2329}; product type: {0195-heartvalves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the full deployment of a transcatheter valve, hypotension was observed and a coronary artery obstruction was identified. Subsequently, emergency extracorporeal membrane oxygenation (ECMO) was performed followed by vascular balloon dilation. Following the implant procedure, the patient remained on ECMO.

Event description:
It was reported that following the full deployment of a transcatheter valve, hypotension was observed and a coronary artery obstruction was identified. Subsequently, emergency extracorporeal membrane oxygenation (ECMO) was performed followed by vascular balloon dilation. Following the implant procedure, the patient remained on ECMO. Additional information was received that per the physician, the cause of the obstruction was presumed to be a large amount of calcification attached to the native valve. The physician indicated the event could have occurred with any prosthetic valve used, but the delivery catheter system (dcs) was probably not a contributing factor.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.